Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes top was difficult to be removed. The following information was provided by the initial reporter. The customer stated: the customer reported that the blood collection tube was put in the holder but could not be removed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cap remaining in the single use holder was observed. However, the single use holder is a non-bd device and bd does not make any claims that the devices are compatible. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3 other text : see h.10.